Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to an obstruction (piece of plastic stuck) found inside the drive shaft preventing the proper installation of the lifeband. The autopulse platform is a reusable device and was manufactured on 16 jun 2006. It has exceeded its service life of 5 years. Visual inspection of the returned platform found physical damage on the top cover, motor cover and patient restraint assembly. This observation is unrelated to the reported event. The platform was functionally tested and displayed a user advisory (ua) 12 (lifeband not detected) error message during power up. As part of routine service during testing, the platform was examined and found an obstruction (piece of plastic stuck) inside the drive shaft causing the ua 12 error message to occur. It was indicated that the obstruction did not come from the damaged parts observed during visual inspection. After removal of the obstruction, the platform was tested and no further ua 12 error message was observed. The archive data was reviewed and contained multiple ua 12 error messages on (B)(6) 2017 and not on the reported event date of (B)(6) 2017, thus confirming the reported event. Upon customer approval, the damaged parts will be replaced and the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)), during shift check, reportedly displayed a user advisory (ua) 12 (lifeband not detected) error message. The user was unable to resolve the issue. No patient was involved with this event.